Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right iliac vessel. A 8.0x40x75cm express ld iliac / biliary was advanced to treat the lesion. However, when the physician pulled back the device for stent placement, the stent came off of the balloon. All devices were removed and the stent was successfully removed from access site. The procedure was completed was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent detached from the balloon. The customer's 5fr guide catheter was returned for analysis and was found to be ruptured at approximately 53mm proximal of the distal end of the device. The balloon was noted to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The device was returned with the stent completely detached from the balloon catheter. The stent struts were noted to be bent along its entire length. Severe damage was noted at one end of the stent. This type of damage is consistent with excessive force being applied to the stent. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right iliac vessel. A 8.0x40x75cm express ld iliac / biliary was advanced to treat the lesion. However, when the physician pulled back the device for stent placement, the stent came off of the balloon. All devices were removed and the stent was successfully removed from access site. The procedure was completed was completed with another of the same device. No patient complications were reported.